Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup operation. Programming changes were made to restore normal device function. There were no patient consequences.